Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The leak occurred approximately a few millimeters from the twist clamp. There was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak through a hole in the tubing was identified during visual/functional inspection. The reported condition was verified. The cause of the leak was the hole in the tubing. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.